Event description:
Transporting a male with mi to the ER. Vifib code 5 minutes out from hosp. Connected to defib pads/defibrillator. Mrl defibrlllator did not deliver chosen joules to pt. Defibrillator indicated correct desired joules to be delivered. Actual delivered joules noted on mrl log printout noted no shocks 1 joule delivered to pt.